Event description:
A nurse reported that on multiple occasions, residual fibers have been left behind in the kidney dish and have gotten in the patients' eyes. The facility believes that the fibers are coming from the gauze sponges included in their packs. The fibers were said to have found their way into the patients' eyes when fluid is placed in the dish and other instruments come in to contact with the dish and the fluid then transports the fibers into the eye. Patient impact is unknown. Multiple attempts have been made to collect additional information but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).